Event description:
(B)(4). Weight gain, head aches, allergies, rashes, pelvic pain (constant), shooting pain, hormone imbalance, excessive bleeding, chest pain, bloating, water retention (onset was (B)(6) 2013, could not change date on form).